Event description:
Account states that they are getting low results on pt calciums. When repeated, results are 0.7 to 1.2 mg/dl ghigher. The incorrect results have not been used to guide pt therapy. The field svc rep was unable to confirm any malfunction of the system.